Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was scheduled for a generator change-out due to normal eri. The day before, externalized conductors were observed on the lead via x-ray. Due to the need for lead extraction, the change-out was rescheduled. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 31.5-31.9cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 8.7-11.7cm from the distal tip. The etfe coating was intact at these locations.